Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert triggered for the right ventricular lead. Interrogation revealed a high sensing integrity counter, a pacing impedance rise to high impedance, variability in pacing impedance, and noise on recorded non-sustained episodes. Lead fracture was suspected. The lead was reprogrammed and remains in use while lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.